Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Event description:
The device distributor reported an issue encountered by one of their customers using the cpbp vacuum relief valve. The valve is a vacuum relief valve that is sold bulk, non-sterile to the distributor for further processing into final sterile packs. The distributor reported that there were 3 separate incidents (no exact dates provided) but with the same lot of product. See also 1649914-2015-00041 and -00043. It was reported that the valve leaked during surgery with an approximate blood loss of 15-20 cc. The complaint stated the leakage was observed during bypass. There was no information regarding the patient provided except that there were no patient complications as a result of the alleged complaint. The device was not returned to the manfacturer for analysis.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.